Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, keypad overlay texture damage, cracked keypad at select button, fading serial number label, cracked lcd window, broken battery tube threads, broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. The pump was unable to perform displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported of damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that they accidentally dropped the pump and the battery that held the pump in place has snapped. The customer held the pump together by sellotape. The insulin pump will be returned for analysis.